Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp would be calling the patient and that the patient had severe psychological diagnoses; the patient was scheduled for follow up. No further complications were reported/anticipated.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that investigation is needed because it was reported that she doesn¿t know how to make it work. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because investigation determined that the cause of the event was not design, manufacturing, or supplier related. Supporting event information used to make this determination includes during troubleshooting the patient was able to make the device work. The patient was newly implanted and not very familiar with the device. Pli 20: evaluation determined that investigation is needed because it was reported that the patient said it feels like the wires moved and she used to feel the stimulation over more to the left towards the vagina but now it is more to the right of her buttock. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes patient said it feels like the lead moved. Concomitant medical products: product ID: 3889-33, lot# va1d70nm implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they did not feel any stimulation while stimulation was on. All other information was already reported. Patient was changed from program 3 at 4.2 and felt stimulation comfortably and said that the toe/foot curling issue was much better. No further complications were noted or anticipated

Manufacturer narrative:
(B)(4). Product ID: 3889-33, lot# va1d70n, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. On (B)(6), the patient reported she was having nothing but difficulties since implant (B)(6), patient stated she was peeing a lot and her right foot was curling. The patient was able to sync with patient programmer and stimulation was on. The patient had the ability to adjust stimulation. The patient indicated that they were feeling stim in the correct location but the reported issues were not resolved. Patient stated she did not like program 3 that she was on, but she will reach out to health care provider (hcp). Patient will monitor symptoms now that change was made and will follow up with hcp if issue doesn't resolve. On october 11th the patient reported she just urinated a flood on (B)(6) and doesn¿t know how to make it work. The patient called the healthcare professional (hcp) yesterday who told her to call the manufacturer. Troubleshooting included syncing the device with the patient programmer which showed the device was on and set on program 3 at 1.9 volts, but did not feel stimulation in the bike seat area. Patient increased stimulation to 2.0 volts, and used to feel the stimulation over more to the left towards the vagina but now it is more to the right of her buttock. Patient said it feels like the wires moved on oct. 9th. The patient had no fall or accident. Patient was advised to consult with their hcp. No further complications were reported/ anticipated.